Manufacturer narrative:
H10: h3,h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed t1 is free from the delivery needle. T2 remains in its customary pre-deployment position on the delivery needle. The distal end of the needle is bent. Per the device instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure, the first needle was deployed in the meniscus, however, the second anchor failed to deploy as the plunger did not engage the anchor and would not advanced. It is unknown if a back up device was available or if a delay was caused due to the device malfunction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.